Event description:
During index procedure the patient had one integrity rapid exchange (rx) bare metal stent implanted to the rca. One week post index procedure the patient returned to the cath lab with stent recoil and thrombosis. The thrombosis was removed using an aspiration catheter. The patient is fine and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation code results: (limited information available). (Stent thrombosis). (Device not received for evaluation).